Manufacturer narrative:
Software data logs were returned to the manufacturer on 19-dec-2018.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the primary pump stopped several times. The pump was restarted each time. The surgical procedure was completed successfully. There was approximately a five seconds delay between each restart, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed via log analysis. Per the manufacturer's subsidiary, the user facility will not be returning the pump for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, on (B)(6) 2018 at 9:45:51 am, a perfusion screen was opened. (B)(6). There were two times where the arterial large roller pump stopped while running. There were no events to indicate why the pump stopped (internal or external triggers). The logs looks the same as if the local pump control start/stop was pressed. There is no way to tell from the log if the start/stop button was actually pressed.

Event description:
Per clinical review: during a bypass procedure, the perfusion team had an incident with their roller pump. According to the information available the primary pump stopped without an error message. This occurred four times during the time frame in which the perfusionist was on bypass with a patient. Each time the pump stopped, the delay was approximately five seconds, and the team was able to press the start/stop button and re-initiate full forward flow. After the procedure, the roller pump was de-installed from the heart lung machine (hlm) pump base. There was no blood loss or harm associated with the event.